Event description:
It was reported that the device system was explanted on (B)(6) 2011 due to an infection. Perioperative oral and IV antibiotics were administered and the date/onset of the diagnosis of infection was (B)(6) 2011. Symptoms of the infection included a fever, redness, swelling, drainage and pain. The primary location of the infection was the device pocket and catheter or lead track. A culture was obtained and the organism was morganella morganii. The patient outcome was the infection resolved.

Manufacturer narrative:
(B)(4).